Event description:
The customer reported that a 'radiation not used' error displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Cables need to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.